Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired two (2) days later, which alleged to have been caused by the naturalyte and/or granulfo product administered to patient for dialysis.

Manufacturer narrative:
The is one event for the same patient involving two separate products.